Manufacturer narrative:
The reported event was confirmed however the cause was unknown. Based on evaluation, observed salt accumulation around balloon and drainage eye of returned catheter which had caused difficult to deflate. The exact time of how and when problem occurred could not be determined. Potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "precautions for use: (1) when resistance is encountered in inserting catheter, stop the procedure and remove the catheter. (2) when deflating balloon, do not aspirate with a syringe. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed]." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter was difficult to deflate on the 14th day of use. Per additional information from the ibc via email 23mar2020, the catheter shaft was cut in 2 places but still the balloon stayed inflated. The distal portion was pulled from the patient with the balloon inflated. There was no additional medical intervention required.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter was difficult to deflate on the 14th day of use. Per additional information from the ibc via email 23mar2020, the catheter shaft was cut in 2 places but still the balloon stayed inflated. The distal portion was pulled from the patient with the balloon inflated. There was no additional medical intervention required.